Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a left side "deflation" of gel device and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.